Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: there was no problem to rotate the adjusting knob during use. The anvil was placed as it is. The procedure was not converted. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open esophagectomy, the device did not function at the 1st firing. The tissue compression scale backlight was illuminated. The device was used for the anastomosis of the cervix and the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2022. D4: batch # 193a63. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage and the anvil was not received. The device was fully loaded with staples and the breakaway washer was not present. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted, a test washer, and test anvil. The device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. No conclusion could be reached as to what may have caused the cracks in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.